Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, all conductors, including the distal conductor, had blood/body fluid (not obstructed).

Event description:
It was reported that during the implant attempt, the lead was tested in several positions in lateral coronary veins but in all positions the pacing threshold was high. The lead was not implanted and a different lead was used. No patient complications have been reported as a result of this event.